Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C35244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion spontaneous incomplete. Concurrent conditions included hypertension and acute vaginitis. Concomitant products included hydrochlorothiazide (hctz) from 2014 to 2017, metoprolol since 2017 and spironolactone since 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraine/headache"), pain in extremity ("hand pain/arm pain/leg pain"), abdominal pain lower ("severe cramping"), abdominal distension ("bloating"), amenorrhoea ("no menses"), musculoskeletal stiffness ("stiffness in her back/neck"), uterine cyst ("cyst of fibroid "), vulvovaginal pruritus ("vaginal itching "), vulvovaginal discomfort ("vaginal irritation"), bacterial vaginosis ("bacterial vaginosis") and urine odour abnormal ("fishy odor"). The patient was treated with surgery (scheduled laparoscopic bilateral salpingectomy (B)(6) 2018). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, mood swings, depression, migraine, allergy to metals, dyspareunia, fatigue, weight increased, pain in extremity, abdominal pain lower, abdominal distension, amenorrhoea, musculoskeletal stiffness, uterine cyst, vulvovaginal pruritus, vulvovaginal discomfort, bacterial vaginosis and urine odour abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, amenorrhoea, bacterial vaginosis, depression, dyspareunia, fatigue, migraine, mood swings, musculoskeletal stiffness, pain in extremity, pelvic pain, urine odour abnormal, uterine cyst, vulvovaginal discomfort, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Batch no: c35244, production date: 2014-03-07, expiration date: 2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2020: medical record and other document's received. Pelvic pain category changed non-serious to serious incident. New events severe cramping, bloating, no menses, stiffness in her back/neck, cyst of fibroid, vaginal itching, vaginal irritation, bacterial vaginosis, fishy odor was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.